Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hyperglycemia and hypoglycemia while using the ilet, including the highest blood glucose of 291 mg/dl and a lowest of 53 mg/dl, and that they intentionally announced multiple meals without eating to prompt insulin delivery, which contributed to lows after prior highs. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness or diabetic ketoacidosis. Outcomes included transient impact on daily activities without medical intervention or hospitalization. Investigation included technical review, user interview, and troubleshooting with education regarding proper meal announcement use and expected adaptation time for the algorithm. Investigation of this case revealed use error related to repeated meal announcements as a corrective strategy, leading to mismatched insulin delivery and subsequent glycemic variability, with no evidence of device malfunction. It was concluded that the event was due to user interaction and behavior rather than a device failure, and education on appropriate meal announcements and algorithm acclimation was provided.